Event description:
It was reported that the patient presented for an in-clinic visit. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited far p oversensing. No intervention was performed. There were no patient consequences.